Event description:
It was reported that an ilet user replaced an expired libre sensor after a delay and received a ¿dosing stopped, connect cgm or enter bg¿ alert. The user was not connected to a continuous glucose monitor (cgm) for a period and entered a fingerstick blood glucose of 320 mg/dl while the new sensor remained in warmup. Symptoms included hyperglycemia peaking at 320 mg/dl. Outcomes included no reported injury, no alarms beyond the dosing stopped message, and no hospitalization. Investigation included user counseling to enter a fingerstick value, confirm cgm insertion time, and wait for sensor warmup to complete with instructions to call back if cgm readings did not populate after the warmup window. Investigation of this case revealed that the device behavior was consistent with expected functionality during delayed cgm reconnection and sensor warmup, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user operational issue related to delayed sensor replacement and cgm not yet active during warmup.